Event description:
The customer stated that her blood glucose dropped by more than 500 mg/dl in 40 minutes. The customer checked her blood glucose and the reading was 61 mg/dl. The customer drank some juice and tested her blood glucose again, and the reading was 53 mg/dl. Paramedics were called to assist the customer, and the phone call was disconnected when they arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.